Event description:
It was reported that the patient was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2025 and was discharged the following day, (B)(6) 2025. The patient¿s blood glucose levels had risen to 450 mg/dl while wearing the pod between 24 and 36 hours. Despite administering maximum bolus doses throughout the night, the patient¿s glucose levels did not decrease. The patient reported that the pod had to be removed while in the hospital (mash hospital), where they were started on an insulin drip, as treatment. During this hospitalization, the patient was also diagnosed with a urinary tract infection (uti). Following discharge, the patient¿s family transported them to another emergency department. At this facility, the patient was unable to urinate and required placement of a foley catheter. Hospital staff advised that the pod needed to be removed; it was removed and subsequently discarded. The patient reported that they are now back home, feeling better, and have been able to resume treatment with a new pod. Reported treatments included an insulin drip, antibiotics, and intravenous therapy in both arms.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.